Manufacturer narrative:
Insulin pump received with a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. Unable to verify an alarm in the alarm history due to erased history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer had a MRI today and forgot to remove the insulin pump. The insulin pump is now alarming motor error. Customer had eaten the previous night and forgot to bolus. The blood glucose reading is 300 mg/dl. Customer treated with a bolus. Assisted customer with clearing the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.